Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and recommended to have this device replaced. This device remains in service. No adverse patient effects were reported.